Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent anterior cervical discectomy and fusion. Post-op, screw backed-out. No patient complications were reported as a result. No revision surgery was scheduled.

Manufacturer narrative:
X-ray review: a single post-op x-ray was provided for long segment anterior cervical fusion. Image provided was of low quality. Fusion status is unknown. At the bottom level, one of the screws was backed out. This may have been caused by a failure of fusion at one of the segments in this long construct or failure to properly lock screw in plate. If information is provided in the future, a supplemental report will be issued.